Event description:
Reporter wanted to report that the spare batteries were not given for the medical device. His daughter uses the device to go up the stairs in the house. The device stopped in between the stairs and the reporter mentioned that it took two people to move his daughter upstairs. On march 17, he was told by the supplier, (B)(4), that he would receive the batteries on april 11th but did not receive them, on follow up he was given april 18th, april 28th, and may 2nd and still did not recieve the batteries. He stated that the manufacture mentioned they do not have sufficient material to make more batteries. The reporter had the same problem 3 years ago and states that it is the quality problem of the device. The battery number: (B)(6).